Event description:
Facility reported to (B)(4) service and repair: during pretesting it was discovered that the battery oscillator not working at all. The reported event did not occur during surgery. There is no patient involvement. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the battery oscillator does not function at all could not be confirmed. The device was evaluated and the complaint wasn't substantiated. However, it was noted that it has worn coupling head. This is most likely due to usage wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 21-mar-2011. The source of the manufacture date is docusphere. (B)(6).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The device was received and the investigation is ongoing. Placeholder.